Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. (B)(4).

Event description:
On (B)(6) 2013, this patient underwent endovascular repair of an abdominal aortic aneurysm using gore® excluder® aaa endoprosthesis. On (B)(6) 2016, a type ii endoleak was identified. On the same day, coil embolization with 12 "tornado" coils was performed. The patient was kept for two days for observation and was sent home in good condition.